Manufacturer narrative:
Initial and final MDR (B)(4). The following tests were completed for 10 reference samples of lot 6002618: 1. Visual inspection as (B)(4) quality specification catheter.docx, version 4. 10 samples visually inspected and no damages or bent. 2. 4802011, flow test on customer complaints (pruebas de flujo en quejas del cliente) version 10. 10 reference samples meet the criteria of minimum 80ml/minute. Values/flow test p1.- 300 p2.- 350 p3.- 290 p4.- 380 p5.- 390 p6.- 220 p7.- 304 p8.- 340 p9.- 311 p10.-300.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. On 23/may/2024, the customer reported that six infusion set cannula were bent and blocked, within 3 hours of insertion which led to high blood glucose of above 27.7mmol/l. The customer addressed high blood glucose by correction injection via multiple daily injection (mdi). The infusion set was inserted at abdomen. The customer went to the emergency room (ER) only on (B)(6) 2024 and stayed for 4.5 hours. During hospitalization, the patient received intravenous (IV) and fluids of saline and insulin as corrective treatment. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion and regularly rotated the site location. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.